Event description:
It was reported that a patient underwent a full 360 liposuction followed by renuvion. The performing surgeon had not yet been in-serviced or trained on the renuvion device. The apyx medical clinical specialist reviewed the subdermal coagulation technique considerations along with his operating room staff prior to the procedure as the operating room staff had no experience with renuvion. An apyx medical demo generator unit was provided by the apyx medical sales representative to be used for this procedure. During the procedure, the operating room staff had not complied with the subdermal coagulation technique considerations that were reviewed by the apyx medical clinical specialist. When the renuvion procedure began (after the liposuction), the apyx medical clinical specialist asked the surgeon to mark the areas where he would be treating the patient with renuvion in effort to avoid over treatment. However, he reluctantly did some marking. The surgeon treated the upper and lower abdomen and flanks at generator settings of 70% power and 2 liters of flow and the arms were treated at 65% power and 1.5 liters of flow. During the procedure, the apyx medical clinical specialist also discouraged the surgeon from jumping from one entry site to another entry site, in order to accurately count the passes performed. An unreported number of retrograde and antegrade passes were performed and the speed of the passes at times were fast which is not a recommended technique. Per the apyx medical clinical specialist, it appeared that the surgeon was overlapping passes which is also not a recommended apyx medical technique. The surgeon refused instruction from the apyx medical clinical specialist during the procedure, as he claimed that he learns by experience. However, the clinical specialist continued to offer safety advice when appropriate. Maximum recommended passes were performed during the procedure. Unfortunately, the patient sustained a third degree burn near the flank area per the surgeon. The surgeon did consult with an apyx medical advisory board member for additional training and to review again the subdermal coagulation technique considerations. The surgeon had reviewed the subdermal coagulation technique considerations prior to the procedure and the apyx medical clinical specialist was present to provide support and safety guidance during the procedure. However, the surgeon did not comply with the guidance or training during the procedure. Therefore, the likely root cause of the patient burn is due to use error as the surgeon did not properly follow the recommended guidance during the procedure.